Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 7 months after four dental implants were installed in patient's mouth, it was verified their non- osseointegration. Thirty-two (32) ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.